Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level displayed as "high." No injury occurred, and the customer did not have ketones. The customer delivered a correction bolus via the pump to address bg. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy.